Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with endocarditis: staphylococcus epidermidis on the mitral valve. The patient had recently gone in for a mitral valve replacement. Probable endovascular infection involving a right ventricular pacing lead. The patient was stable. The system was explanted and replaced.